Event description:
Caller reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, resolving the issue, and confirmed the malfunction did not recur. The caller understood the instructions to continue using the pump and to call back if any malfunction code reappears.